Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-8305 shaver console experienced a power failure and started smoking. No patient affect.

Manufacturer narrative:
(Control board) the evaluation confirmed the reported event of an overcurrent condition, however the root cause was not able to be determined due to the age and damage to the device.

Manufacturer narrative:
(Overcurrent condition) complaint confirmed. The evaluation determined that the reported event was due to damage to the control board. The damage was attributed to an overcurrent condition. The cause was product design related (software).